Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volux¿ in the jw1/jw2 a week later the patient had swollen bumps on both sides, and no pain or anything. The hcp wanted to know how long they should wait after treatment with juvéderm® volux¿ before taking any action.

Event description:
Additionally, the healthcare professional reported that the patient was injected with 1 ml of juvéderm® volux¿ 0.5 ml with sharp needle on bone and 0.5 ml with cannula jw1. After 1 week the patient was presented with pain and with swelling and tenderness. The hcp treated the patient with t. Prednisonlon 30mg for five days. Symptoms resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, b2, b3, b5, c2, c3, d1, d4, d6a, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.